Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. The sensor kit expiration date is 28-feb-2023. The medical event associated with this complaint occurred on (B)(6), 2023 which indicates usage of the device beyond the useful lifespan. No additional investigation required as the sensor was expired at the time of use, and the device met its specification lifespan. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.